Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The customer also reported that the patient was initially not symptomatic but became a little dizzy and hypotensive, with resolution when switched to backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n 10186a was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found system malfunction alarms and vacuum incorrect alarms recorded in the driver's data file. Visual inspection of external and internal components found no abnormalities. Driver passed all functional testing for acceptance at incoming inspection. In an attempt to reproduce the customer complaint, the driver was set to the customer settings and the driver was power cycled. After approximately one minute after boot up, a system malfunction alarm was observed with the left and right vacuums dropping. This was repeated four more times with the same results. Power cycles were repeated with a known functional pressure sensor board installed. The malfunction could not be reproduced. The original pressure sensor board was then re-installed and driver was power cycled five times. The system malfunction alarm with a loss of vacuums was repeated every time. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during testing; the root cause of the reported alarms and output problems was determined to be a nonconforming pressure sensor board. Failure investigation identified no other damage or test failures that could have contributed to the complaint. Driver alarms are a safety mitigation tool that functioned properly during use. The patient was switched to a backup driver and any dizziness or hypotension experienced resolved shortly after. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The customer also reported that the patient was initially not symptomatic but became a little dizzy and hypotensive, with resolution when switched to backup driver.